Event description:
It was reported that the pump was not sensing the syringe size and would not calibrate. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4)., as a result of warning letter (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the lower left front corner of the top case had physical damage and the right plunger case was cracked. A review of the event history log identified invalid syringe size in history. During functional testing the invalid syringe size was found at syringe test and was unable to calibrate the size sensor. The tapered spring slipped over the barrel clamp rod. The root cause of the problem was unable to be identified. A corrective and preventative action has been opened to address the reported issue. Replaced tapered spring and barrel clamp rod. Performed syringe test and all functional tests which passed.